Event description:
It was reported the patient's stimulation had moved to her groin area. The coverage should be in her legs. Follow up identified the patient had an appointment with her physician for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.